Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735713, serial/lot #: (B)(4). The product was serviced in the field and the computer would not boot past the software/driver load screen. The computer was replaced and reconfigured with MRI site specific set up. Test imaging and mock ablation was completed. The issue was resolved and the system functioned as intended. The computer was returned for analysis and analysis confirmed the computer boots to a black screen with white text asking for log in. Hardware was found to be fully functional. A software issue with a corrupt operating system (os) was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when preparing for a case, user attempted to power on the system and instead of coming to the log in screen, it booted to a black screen with white text asking her to log in. She typed the password and it said it was incorrect. She then typed the old password and the system seemed to accept that, but only the white text changed and said there was an error. Restarting the system did not resolve the issue. There was no patient present.